Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 51 months of support on the lvad, the pt stated that the system controller was dropped and driveline "disconnected from the controller". The vad coordinator attempted to download the history to review the alarms and the data would not download. The system controller was subsequently replaced without issue.